Manufacturer narrative:
The insulin pump was received with blank display due to battery tube corroded. Unable to perform any test or verify off no power anomaly due to blank display. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip and cracked case at the reservoir tube window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump does not turn on even after a new battery is installed. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the customer discontinued use of the device and was advised that the device would be replaced.